Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that during removal of the bulb drain on (B)(6) 2019, the internal portion of the drain was not attached to the external tube. The patient was status post mastectomy and the drain was placed on (B)(6) 2019. The removal attempt was by a registered nurse at the office follow-up visit. The surgeon made an incision to retrieve the drain from the chest wall, requiring closure with sutures at the office. The nurse reported there was no undue tension to pull the drain during removal.